Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Study coordinator contacted dexcom technical support on (B)(6) 2015 to report possible gaps in data on (B)(6) 2015. The study coordinator did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of possible gaps in data. Additionally, the transmitter ((B)(4) /lot number 5194579), being used with the complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the transmitter did not confirm gaps in data.